Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the concerned device has not been returned for investigation yet.

Event description:
Hearing performance with the device is affected after trauma. The user was re-implanted on (B)(6) 2024.

Event description:
Hearing performance with the device is affected after trauma. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected after trauma. The child fell and hit his head. After that, he immediately stopped hearing with the device. Further medical intervention is considered.